Event description:
Caller alleged imprecision results with inratio. Results as follows: machine#1 (broken as per them) 1.3, 1.1. Machine#2 (good one) 1.1, 1.1.

Manufacturer narrative:
Inratio precision data provided by end-user machine#1: 06/06, first test inr = 1.3, second test inr = 1.1. Mean = 1.2; sd = 0.14; %cv=11.7%. The cv% is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precion data provided by end-user machine#2: 06/06, first test inr = 1.1, second test inr = 1.1, mean = 1.1; sd = 0; %cv = 0%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.